Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that there was no device issue. It was reported that the "problems with the pump" were not pump related and that the patient was scheduled for a catheter study. It was reported that titration was done. It was reported that the "problems with the pump" were not yet resolved. It was reported that the patient's weight at the time of the event was "(B)(6)". No further complications were reported.

Event description:
Information was received from a patient who was receiving an unknown medication via an implantable infusion pump for spinal pain. It was reported that the patient had problems with the pump ever since they got it. The patient reported when the healthcare provider (hcp) would give them a "boost," it would work for 30 minutes and them nothing. The patient stated that happened "like 3 different times." The hcp had a magnetic resonance imaging (MRI) scan done to see if anything was wrong. The hcp gave the patient "a boost," a week prior to (B)(6) 2017, which was the first time since the MRI and the "boost," did nothing. The patient did not think the pump "kicked on," after the MRI. The patient reported the pump was not alarming. The patient stated that the pump had been increased 3-4 times since the implant. The patient reported they were not happy with the pump. No further complications were anticipated/reported.